Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump duplicated the issue when performing the latch lock test/functional test, and the lock function was not working. The cause of the customer reported problem was the latch lock flex sensor was not working. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump was not recognizing when the cassette was locked, and the device was unable to start an infusion. There was unknown patient involvement and unknown patient harm/adverse event reported.